Manufacturer narrative:
Philips service identified the root cause as an external power issue and confirmed the system was operational. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system shut down during a procedure due to a hospital circuit-breaker issue on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.